Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was flashed and turned off and stated that the pump runs slow when pushing buttons. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device power up properly after battery installation. Device received with operating currents within specification .device passed self test and displacement test. Device was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).